Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and checked voltages. All were okay. Disconnected and re-connected panel meter connection. Hz is ok now.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the hz will only go to 14.0 on this unit. There was no indication of patient involvement.